Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was blank after being exposed to water. The reporter noted damage to the audio bolus button. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump was unable to power on and evidence of moisture was found in the pump. The pump was unable to be tested and the complaint could not be confirmed or duplicated.